Manufacturer narrative:
(B)(6). The suspect device was sent to an olympus service center for evaluation. The reported issue (touch display not working) was not reproduced during testing. A review of the device history record found no deviations that could have caused or contributed to touch display issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, inspection and testing found error code e310 (clock error) occurred due to a faulty circuit board, and the harness wire was corroded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the touch display on the subject device sometimes did not work during a therapeutic laparoscopy procedure. The procedure was completed using the subject device. There was no harm or user injury reported due to the event.